Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08705 inches. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on october 25, year with blood glucose of 465 mg/dl at the time of incident and current blood glucose level was 425 mg/dl. Customer states that reason for hospitalized was high blood glucose and diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization within 48 hours. The insulin pump will be returned for analysis.